Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient now has coverage of their pain areas. They stated that the facility does not allow them to keep the explanted devices. The patient weight is unknown. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that her implantable neurostimulator (ins) system started hurting her legs and was not working anymore to relieve her target pain. The patient was admitted to the hospital in (B)(6) 2017 due to pain in her back and legs. The patient had an MRI and it was determined that the leads had dropped about 5 inches. The healthcare provider (hcp) was going to revise the leads but they found so much scar tissue at the lead site that they decided to replace the leads. The hcp also found during the surgery that there was a ¿horrifying¿ amount of scar tissue around the battery pack, so they replaced the ins at that time as well. The ins and leads were surgically explanted and replaced. No further complications were reported/anticipated. The indication for implant was chronic low back pain/spinal pain.